Event description:
A decannulation was reported while using the dale 240 blue tracheostomy tube holder. The child was under medical supercision at a pediatric rehabilitation center. The tracheostomy tube was reinserted with positive outcomes.

Manufacturer narrative:
Facility continues to use this product, dale 240 blue tracheostomy tube holder.